Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device display screen remained blank after changing the batteries; the device did vibrate and provide an acoustic alarm. The customer alleged the infusion device was missing an error message, but it could not be determined since the display screen was blank. No adverse event was reported. The infusion device was requested to be returned for product evaluation.